Event description:
It was reported that during the pre-use check, an air leak alarm went off from the anesthesia device. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Device evaluation a sample and pictures were received to perform an investigation. A visual inspection of the returned device found a hole in the breathing circuit. Functional testing was performed using a leak test. The reported problem was confirmed because the circuit was found damaged (hole). It was determined that the root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from molding and assembly process. The source of the problem was unable to be determined. A device history record (DHR) review was performed and found that the lot met the requirements to release. There were no deviations identified during manufacturing.